Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
It was reported by the patient's clinic that the patient had expired while dialyzing on the cycler at home. The patient was found unresponsive and emergency medical services pronounced the patient dead at the patient's home. The cause of death was unknown, but the physician believes that the death was not related to being connected to the cycler. There are no allegations of a product malfunction. Medical records were provided for the patient's concomitant medications and comorbidities. Further medical records were requested and will not be made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were received and reviewed. The received medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review that correspond with the date of the outcome. The received medical records did not contain a death certificate or an autopsy report. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the outcome of death. Further information has been solicited.

Event description:
Based upon review of medical records the patient discontinued taking insulin on an unknown date in (B)(6) 2015. On an unknown date, the patient stopped taking cymbalta (duloxetine) and livalo (pitavastatin). The patient's clinic reported that on (B)(6) 2016, the patient was found unresponsive, emergency medical services arrived to the patient's home, and the patient was pronounced dead.

Manufacturer narrative:
.